Event description:
Customer reported flagging of the xb analysis when using the coulter® lh 750 hematology analyzer. Xb analysis is a quality-control method that monitors instrument performance (calibration) by tracking the mcv (mean cell volume), mch (mean cell hemoglobin), and mchc (mean cell hemoglobin concentration) parameters of all patient samples. The mchc (mean cell hemoglobin concentration) and mch (mean cell hemoglobin) were low for patient samples, quality control samples were within expected range. The instrument was calibrated and mcv was adjusted down. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the rbc (red blood cell) dispenser as he found buildup around it. He cleaned, flushed and lubricated the blood sampling valve (bsv). Xb analysis was now within range.